Event description:
It was reported that the subject device had no visual output after the camera was connected. The issue occurred during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226: otv connection error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: transmitter-reciever (txrx) module malfunction was thought that caused the occurrence should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.